Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported multiple intermittent occlusion alarms occurred. There was no known impact to the customer's blood glucose (bg) level for the past occlusion alarms; the current bg level was 222mg/dl. Supply changes were performed resolving the occlusion alarms. During a follow-up, it was reported no additional occlusion alarms occurred and the customer's bg level was in the range of 99-110mg/dl. Reportedly, the customer continued using the pump for insulin therapy.